Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a patient experienced drain issues during treatment. The patient remained bloated but otherwise asymptomatic. The patient called to get assistance on how to bypass. The patient bypassed drain 0 and filled with 2200 ml. Fill 1: 2200 ml, drain 1: 0 ml; fill 2: 2200 ml, drain 2: 4761 ml. The reported drain volume of 4761 ml is 216% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.